Event description:
It was reported that surgery time was extended greater than 30 minutes due to difficulty experienced while implanting the device. The surgery was completed successfully with no reported incidents.